Event description:
The plaintiff's attorney alleges that the pt experienced sudden cardiac event and expired on that same day, which is alleged to have been caused by the pt's exposure to the product administered during hemodialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the event. The product was not returned and lot or serial number is not available. The product is manufactured to meet the association for the advancement of medical instrumentation requirements using validated processes, and released based on a determination that the finished product meets those requirements. Product is not released if it does not meet requirements or is nonconforming. Complaint cannot be confirmed based on the current information. A follow-up report will be submitted upon receipt of additional information.